Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using penumbra coils 400 (pc400s). During the procedure, a pc400 would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using another pc400. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends and kinks approximately 5.0, 24.0, 59.0, 72.0, 105.0 and 126.0 cm from the proximal end. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The pet on the introducer sheath was not on its initial position on the introducer sheath. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned pc400 revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pc400 was advanced through its introducer sheath with resistance while advancing the pusher assembly mid-joint through the introducer sheath friction lock. The pc400 was then advanced through a demonstration lantern without an issue. Further evaluation revealed pusher assembly bends and kinks. These damages were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.